Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: trueisprint fidelisimplantable tachy lead. It was reported by the patient's daughter that "your faulty device murdered my mother." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. No conclusion can be drawn. Defective device.

Event description:
It was reported by the patient's daughter that "your faulty device murdered my mother." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported by the patient's daughter that "your faulty device murdered my mother." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the health care professional reported the cause of death was non cardiac and the death was not related to a device or lead malfunction. The patient had severe inoperable coronary artery disease, a low ejection fraction, cardiomyopathy, and congestive heart failure.